Event description:
It was reported that pacing lead impedance had increased due to lead fracture was observed. The lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received. A partial lead was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.